Event description:
During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles or degradation. A report will be filed with all applicable regulatory agencies.